Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: (B)(6); product type: 3294-generator; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation catheter, an effusion was noticed on intracardiac echocardiography (ice) at the end of the procedure when returning to the right side of the heart. A pericardial effusion was identified, necessitating the drainage of a total of 1170 milliliters. This event led to an extension of the patient's hospitalization. The case was completed, and medical intervention was required to address the effusion. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the medical intervention provided was a pericardiocentesis and it was believed that the effusion was caused by the integrated dilator/needle during the transseptal puncture or by ablations to the posterior wall.

Manufacturer narrative:
Corrections: annex f (imf) f12 serious injury added, fdc changed from d16 to d12. Continuation of d10: product ID: 900310, product type: integrated dilator/needle. Product event summary: the patient data files were returned and analyzed. No system errors were found. In conclusion, the reported issue of a pericardial effusion occurred during the procedure and is unable to be assessed through device data analysis. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.